Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Compatibility check was not performed. Complaint history review was not conducted. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Evaluation of the returned components identified bone cement remained on the femoral component and partly on the tibial component. Surface scratches and minor signs of wear were noted on all returned products. Measured dimensions were conforming to print specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report

Manufacturer narrative:
Concomitant medical products: nexgen gender lps-flex femoral component, catalog #: 00576401551, lot #: 60500322, the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant products: unknown zimmer femoral, item # unknown, lot # unknown. Unknown zimmer bearing, item # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to device being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04020 and 0001822565-2017-04022.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to infection. All implants were removed. No additional patient consequences were reported.